Manufacturer narrative:
Age at time of event, date of birth: the patient's age was not provided. The article noted the average age for patients included in the "traditional npwt" group was 61.9. Sex: females and males were included in this article. Weight: the patient's weight was not provided. The article noted 38 patients had a bmi less than 30, 12 patients had a bmi between 30 and 34.99, 8 patients had a bmi between 35 and 39.99, and 5 patients had a bmi of 40 or greater. Date of event: the specific date is unknown. The article noted patients underwent emergent celiotomy between 01-jul-2013 and 30-jun-2014. The device type/ identifiers were not provided, and the devices were not returned. Based on the information provided, it cannot be determined that the alleged second operative or procedural interventions are related to the v.a.c.® therapy system. It is unknown what type of sso each patient experienced and what type of medical or surgical intervention was performed. The patients in the traditional npwt group has open wounds; therefore, the fascial dehiscence sso is not applicable to this group. The physician could not provide any additional clinical or device information. The device type and identifier were not provided; therefore, a device evaluation could not be performed. V.a.c.® therapy device labeling, available in print in online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Points to remember when using v.a.c.® therapy: ensure that the patient / wound is a suitable candidate for v.a.c.® therapy. Read and follow all user instructions and safety information that accompany kci products. Ensure accuracy of diagnosis and address all underlying and associated co-morbidities. Ensure appropriate v.a.c.® dressing selection and suitable indication specific v.a.c.® dressings are used. Do not place v.a.c.® granufoam¿ dressings or v.a.c.® whitefoam¿ dressings directly over exposed organs, blood vessels, anastomotic sites and / or nerves. Ensure appropriate debridement prior to treatment. Do not tightly pack v.a.c.® dressings into the wound, place dressings gently into the wound. Ensure a good drape seal has been achieved. The activ.a.c. ¿, infov.a.c.® and v.a.c.ulta¿ therapy systems offer a seal check¿ leak detector that provides assistance in identifying leaks. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Keep v.a.c.® therapy on for at least 22 hours in a 24-hour period. Do not leave the v.a.c.® dressing in place if the therapy unit is switched off for more than two hours in 24. Monitor continuously and check and respond to alarms.

Event description:
On 26-mar-2021, the following information was received by kci after a review of journal article, regner, justin, et al. Comparison of a standardized negative pressure wound therapy protocol after midline celiotomy to primary skin closure and traditional open wound vacuum-assisted closure management. Proc (bayl univ med cent). 2018;31 (1): 25-29. Https://doi.org/10.1080/08998280.2017.1400312. Page 26 defines sso [surgical site outcomes] as post-operative superficial surgical site infections [ssi], deep space ssi, organ space ssi, return to the operating room, and fascial dehiscence. Page 27 noted in table 1: sixty-four of the one-hundred fifty-nine patients were in the traditional npwt [negative pressure wound therapy] group utilizing v.a.c.® granufoam¿ dressing on open wounds. Fourteen of the patients in the traditional npwt group experienced an sso. Nine of the fourteen patients that experienced an sso required a second operative or procedural intervention. One patient developed an enterocutaneous fistula. The remaining four patients that experienced an sso developed superficial ssi's requiring drainage and further open npwt. Page 28 under discussion noted "this study has several limitations. First, the study was retrospective chart review and was subject to selection bias... Second, the study was not appropriately powered to detect a difference in sso's, we wound have needed to enroll 670 subjects." On 02-apr-2021, the following information was provided to kci by the physician: no additional clinical or device information can be provided. The v.a.c.® therapy type and device identifiers were not provided; therefore, a device evaluation could not be completed. Refer to MDR 3009897021-2021-00082 for the four patients that developed superficial ssi requiring drainage. Refer to MDR for the nine patients that experienced an sso (deep space ssi, organ space ssi, return to operation room) that required second operative or procedural intervention. Refer to MDR 3009897021-2021-00081 for the one patient that developed an enterocutaneous fistula.